Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and bard uretex to2 trans-obturator urethral support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Bard uretex to2 trans-obturator urethral support system.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior repair with mesh.

Manufacturer narrative:
Addiitional b5 narrative: it was reported that mesh was implanted due to pelvic organ prolapsed. No additional information was provided.